Manufacturer narrative:
H3 and h6 - updated. Device evaluation: one device was returned for investigation. Visual inspection found missing rubber feet on the main unit. No other abnormalities were found on the product's appearance. Functional testing confirmed the tube is difficult to insert due to deterioration of the o-ring on the main body and lack of grease. The root cause is o-ring deterioration due to long-term use. There is no repair history in the past. The reported issue is not a problem related to previous ICU medical repairs. O-ring replacement and greasing.

Event description:
It was reported that during the set-up, the heating tube was difficult to fit into. No harm reported.

Manufacturer narrative:
Date of event and operator of device are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.